Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the functional control fails on therapy delivery test. There was no patient involvement.

Manufacturer narrative:
The device was received by bench for repair. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the capacitor would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device was scheduled to be returned to the customer site. No further evaluation is required at this time.